Manufacturer narrative:
The part number is unknown. Therefore, the gtin is unknown. A UDI cannot be generated. The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The manufacturing location was unknown. The lot number of the device is unknown; therefore, the manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that a surgeon burnt himself by touching the tip on the saw blade device with his fingertips. The reporter did not clarify what procedure the device was being used at the time of the event. It was not reported if there was any medical intervention or prolonged hospitalization associated with this event. The event date was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.